Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-2218-70 serial/lot #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was admitted to the hospital due to suspected infection of the scs. The patient underwent explant procedure. The suspected infection was procedure related and not device related. No device malfunction was suspected.